Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler and liberty cycler set and the patient¿s peritonitis event. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty select cycler or liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy most often associated with a breach in aseptic technique during the pd exchange.

Event description:
It was reported to fresenius customer service that a peritoneal dialysis (pd) patient was hospitalized with a pd catheter (not a fresenius product) infection. In additional follow-up, the patient¿s pd nurse reported that on (B)(6) 2024 the patient was seen in the outpatient pd clinic with symptoms of abdominal pain. The nurse stated a pd culture was obtained which had an elevated white blood cell (wbc) count and growth of candida (consistent with peritonitis). The patient was treated with antibiotic therapy intra-peritoneal (ip) vancomycin and ceftazidime (dose not provided). The patient continued pd with the same cycler. Subsequently, on (B)(6) 2024, the patient was hospitalized due to peritonitis. The nurse stated that hospitalization details were unknown. The patient remained hospitalized at the time follow-up was completed. The pd nurse was not able to provide the cause of the patient¿s peritonitis. However, the nurse confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius customer service that a peritoneal dialysis (pd) patient was hospitalized with a pd catheter (not a fresenius product) infection. In additional follow-up, the patient¿s pd nurse reported that on (B)(6) 2024 the patient was seen in the outpatient pd clinic with symptoms of abdominal pain. The nurse stated a pd culture was obtained which had an elevated white blood cell (wbc) count and growth of candida (consistent with peritonitis). The patient was treated with antibiotic therapy intra-peritoneal (ip) vancomycin and ceftazidime (dose not provided). The patient continued pd with the same cycler. Subsequently, on (B)(6) 2024, the patient was hospitalized due to peritonitis. The nurse stated that hospitalization details were unknown. The patient remained hospitalized at the time follow-up was completed. The pd nurse was not able to provide the cause of the patient¿s peritonitis. However, the nurse confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event.